Event description:
It was reported that an inflation issue resulted in a dissection. The target lesion was located in the distal right coronary artery (rca). A 4.00 x 12mm synergy xd drug-eluting stent (des) was initially deployed. However, during inflation with the encore indeflator, the proximal end of the balloon appeared to inflate higher than the distal edge, resulting in a proximal edge dissection. The dissection was non-flow limiting and graded as type a. Subsequently, a second 4.00 x 20mm synergy xd des was deployed, but it also contributed to additional dissection in the distal rca. An additional stent was then placed to cover the dissected area and complete the procedure. The patient made a full recovery, remained stable, and no other issues were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.